Event description:
It was reported that the patient had been very uncomfortable for a couple weeks prior to the date of this report. The implantable neurostimulator (ins) battery had run all the way down and the patient had recharged normally and since then ¿she could not get proper settings and was not happy with settings.¿ stimulation had been decreased down to 0 and turned off but the patient still experiencing the discomfort and feeling stimulation. It did not seem like stimulation was turned off. The manufacturing representative and healthcare professional were going to meet with the patient the week following the date of this report. They synced with ins and it was confirmed therapy screen showed off and 0v. The patient had been having these issues since the ins had discharged and patient charged it back up. Inquired if the discharge could have damaged the battery. They were able to recharge normally. The patient had not seen a power on reset (por) message or a call your doctor screen. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).